Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer and also information of the foreign material. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5 e1, e2, e3, g2, g3, g6, h2, h6, and h10. The foreign material found in the device could not be identified. Customer inspects devices prior to using them in a procedure. Customer is trained as per olympus training and instructions for use. However, customer performs only pre-clean steps and does not brush enough during reprocessing due to their patient loads and time limitation. Customer does possess the maj-1888, mh-507, bw-20t brushes. In this case, since the leakage occurred during reprocessing, further reprocessing could not be completed. Therefore, the device was not correctly reprocessed when sent for repair.

Event description:
Addendum feb 26, 2023: customer reported event occurred during reprocessing. There is no patient involvement.

Manufacturer narrative:
The full name of the facility is (B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that that there was presence of foreign material on the forceps elevator. There was dirt also found on grip and the right/left (r/l) and up/down (u/d) knobs. This is attributed to insufficient cleaning. Other observations for the device are: due to a cut on distal end rubber coating (a-rubber, water tightness is lost; adhesive on a-rubber is detached; connecting tube has a scratch; universal cord has a scratch; angulation is low; knobs have play; and distal end cover (c-cover) has a dent. The user¿s complaint of air/water blockage was not confirmed. The user¿s complaint of leakage for a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for evaluation and repair of air/water nozzle blockage and leakage from distal end rubber coating (a-rubber). There no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material on the forceps elevator. There was dirt also found on grip and the right/left (r/l) and up/down (u/d) knobs. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator, and dirt found on grip and r/l and u/d knobs during device evaluation.